Event description:
New information notes the device will not be returning for analysis.

Manufacturer narrative:
Additional information notes device will not be returned for analysis. Update to h6 codes.

Manufacturer narrative:
The device was received from the field with battery voltage above elective replacement level and no anomaly found on the header that is related to the field concern. Electrical testing found no anomalies. Longevity assessment was within appropriate values.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The device was explanted. The patient was stable.